Manufacturer narrative:
At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00118. Super poligrip original is manufactured in (B) (4), (B) (4), and neither the product nor lot number for this product is available. (B) (4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a (B) (6) female patient who received super poligrip original (formulation ib-1526) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On an unknown date, the patient began using super poligrip original. An unknown time alter, the patient "was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip original." According to the claim, the patient "now suffers from profound and permanent neurological and other injuries attributable to her super poligrip original use" and these left the patient "unable to perform her normal, customary and daily activities." The claim also stated the "injuries and disabilities are a direct and proximate result of the defects in the super poligrip original, and fixodent products used" by the patient. This case was considered medically serious by gsk. Super poligrip original was discontinued in (B) (6) 2009.